Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type catheter.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving morphine at an unknown dose and concentration via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that the patient was having elective back surgery on (B)(6) 2017 and the doctor accidentally cut the catheter. The rep was on his way to assist the doctor in revising the catheter. No symptoms were reported. No further issues were reported or anticipated.